Event description:
Procedure - hysterectomy. According to the reporter, the patient complained of pain after the procedure and returned to the operating room on (B)(6) 2015 for diagnostic laparoscopy where the surgeon discovered a defect in the vaginal cuff. The cuff had to be re-sutured and it looked like the suture used on the original procedure had fallen apart. The clips remained in a v shape upon firing. Please see above. Additional information has been requested but not yet received. A supplemental will be submitted should the information become available.

Manufacturer narrative:
(B)(4).